Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of hi (greater than 600 mg/dl), hi, 43 mg/dl and 32 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated the customer was experiencing hypoglycemic symptoms with the results, and her son treated her with peanut butter and soda. No other actions were reported taken or treatment received. A request was made for the return of the affected product.